Event description:
It was reported that the vns patient passed away suddenly in her sleep one week after vns implant. It was reported that the patient was not receiving vns therapy at the time of death because the device had not yet been programmed on. The physician thinks the death is sudep and probably not related to vns therapy. It was reported that an autopsy is being performed, but has not been completed to date. The patient was compliant with antiepileptic medications.